Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to impedance and high pacing threshold resulting from fractured lead. A new lead was successfully implanted. No additional adverse patient effects were reported.